Event description:
A peritoneal dialysis patient reported that when taking the cassette out of the machine she saw that there was fluid coming out of the door. There is no report of patient ill effect. The sample is available for evaluation.

Manufacturer narrative:
Sample analysis: the manufacturing facility received the actual sample and performed a visual inspection and some pinholes were found close to the domes. A leak test was then performed to the cassette by introducing colorant solution and the cassette leaked from the pinholes on the cassette domes. Conclusion: the complaint is deemed as confirmed; the cassette has pinholes that cause the leak. The event is within the scope of the current CAPA, so new CAPA is not required. (B)(4).